Manufacturer narrative:
Visual inspections were performed on the returned device. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported tip separation was likely due to inadvertent mishandling prior to use. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while loading the supera stent system onto the guidewire, the tip detached, while still outside the patient anatomy. There were no issues reported during loading the system onto the wire. There was no reported adverse patient effect or a clinically significant delay in the procedure. The stent delivery system was taken off the guide wire and replaced with another supera system to treat patient. No additional information was provided.